Event description:
It was reported that removal difficulties were encountered. The long target lesion was located in the moderately calcified anterior tibial artery. A 2.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, the device became kinked during the procedure. The device was removed with difficulty as it could not be removed without having to remove the wire as well. The entire system was removed and the procedure was completed. No patient complications nor injuries were reported.